Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix could be extended, and retracted. But the helix visibly bent in extension position. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was unable to be used due to the stylette not reaching the end of the lead after several attempts. Another right atrial (ra) lead was attempted but not able to be implanted due to a fixation issue and placement difficulties after many attempts in different positions. Both leads were removed. No patient complications have been reported as a result of this event.